Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information the device was suspected to be damaged by the pusher tool during implantation. A rip / tear was noted at the proximal end of the catheter.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1. A separation was noted on the proximal tip of cylinder 2. This is a site of leakage. The separation indicates contact with instrumentation as described in the information received. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the proximal tip of cylinder 2 occurred subsequent to the device packaging being opened. The information received indicated the leak was noticed during the implant of the device. Based on the evaluation and information received, the separation most likely occurred inadvertently during the implant procedure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Event description:
According to the available information the device was suspected to be damaged by the pusher tool during implantation. A rip/tear was noted at the proximal end of the catheter.